Event description:
The manufacturer received information alleging device stopped working, strange odor, difficulty breathing/short of breath related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 11, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing and shortness of breath, device stopped working and has a strange odor, burning/smoke/electrical odor related to bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. Operational testing showed that no unusual noise or odor was observed. The manufacturer inspected the device externally and internally, observed a brown colored ring of unknown contamination around the iso port, unknown white/gray contamination at the air inlet of the blower box at the filter location, light gray non-uniform film of unknown contamination throughout the inside of the enclosure, this light gray film can be smudged, fine white dust like contamination on the top and bottom of blower motor and on the inner rim of the blower motor air intake, fine white dust-like and hair-like fibrous contamination on the blower outlet seal, they also observed a white residue, consistent with mineral deposits or dried liquid spots on the bottom of the blower motor and in the blower box, indicating potential water ingress . The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patients symptoms and there was no evidence of sound abatement foam degradation. They confirmed the evidence of potential water ingress into the blower box, multiple contaminants inconsistent with degraded sound abatement foam in/on the device. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Sections d8, d9, h2, h3, h6 has been updated in this report.